Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The alarm history log file was reviewed. The log file shows 6 "possible ECG trigger detected" alarms, which can only be issued while in internal trigger. Additionally, it was noted that the user switched from autopilot to operator mode at least twice based on the alarms that were issued including alarms which can only be issued while in operator mode ("ap trigger loss" and "ECG trigger loss") and autopilot mode ("trigger loss"). Due to the findings of internal trigger being used while the patient potentially had intrinsic cardiac activity, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "warning: internal trigger should not be used when the patient has intrinsic cardiac activity. This can cause incorrect timing which may impair the patient hemodynamics. Note: internal trigger mode should only be used if the patient has no myocardial activity and/or ventricular ejection. You must select operator mode, then trigger mode, internal and confirm to select this trigger mode. Note: upon detection of an ECG signal, the iabp will issue the "possible ECG signal detected" alarm. Check the patient and ECG signal and confirm if the ECG has returned. If so, select a patient-based trigger signal -- either ECG or ap. Failure to do this may result in asynchronous pumping." A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "incorrect trigger" is confirmed based the alarm log provided. The log file shows multiple "possible ECG trigger detected" alarms, which indicate that the user was using the internal trigger mode while the patient potentially had intrinsic cardiac activity. No part was returned to teleflex chelmsford for investigation. Based on the review of the log file, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The most probable root cause of the complaint is user related. This will be monitored for any developing trends. This will be monitored for any developing trends.

Event description:
It was reported "the incorrect trigger had been selected and the patient had died, possibly as a result. Iabp set incorrectly - operator mode with iabp on internal mode at rate of 85bpm - not augmenting in phase with pressure own blood pressure - not in phase with cardiac rhythm and patient own augmentation of blood pressure. No ECG reading on iabp machine (artefacts +++)". Additional information states " the patient was very sick when they arrived with us and prior and during iabp insertion experienced multiple runs of ventricular fibrillation and ventricular tachycardia. On leaving the cath labs and moving to the ICU the patient was on multiple inotropes as well as the iabp. At this time we are still unsure as to whether the iabp contributed to the death of this patient, however, along with this information and accounts and investigations with our clinical team we hope to be able to provide further information".

Event description:
It was reported "the incorrect trigger had been selected and the patient had died, possibly as a result. Iabp set incorrectly - operator mode with iabp on internal mode at rate of 85bpm - not augmenting in phase with pressure own blood pressure - not in phase with cardiac rhythm and patient own augmentation of blood pressure. No ECG reading on iabp machine (artefacts +++)". Additional informaiton states " the patient was very sick when they arrived with us and prior and during iabp insertion experienced multiple runs of ventricular f ibrillation and ventricular tachycardia. On leaving the cath labs and moving to the ICU the patient was on multiple inotropes as well as the iabp. At this time we are still unsure as to whether the iabp contributed to the death of this patient, however, along with this information and accounts and investigations with our clinical team we hope to be able to provide further information".

Manufacturer narrative:
(B)(4).